Event description:
It was reported that it was a straight forward at afs procedure, anti grade puncture not tortuous vascular system. Used a straight terumo wire and cardio introducer. After stent placement the system broke off from inner to outer sheath. They also had to take out the guide wire but it was possible to place the new wire to control angio.

Manufacturer narrative:
This is being reported because this device is the same or similar to the lifestent flexstar xl biliary stent, that is currently marketed in the united states. The review of the mfg records show that no remarkable incidents have occurred. This product was found to have met all specifications prior to shipment. The sample was returned and the eval was performed. When received, the guidewire lumen was detached from the catheter outer body. The guidewire lumen appears to have had a bond separation at the hypo tube. Adhesive was found on the guidewire lumen. The bond length is 8.9 inch. There is no stretch observed from the guidewire lumen. Delivery device has the older handle (no slider) there are kinks in the guidewire lumen near the pusher and also 8.9 and 14 inch from the proximal end of the guidewire lumen. The exact root cause for the product failure could not be determined.